Event description:
Caller alleged discrepant results compared with lab. Results are as follows: date: (B)(6), inratio: 2.4, lab: 1.4. Date: (B)(6), inratio: 3.2, lab: 2.7. Caller alleged high discrepant result without lab. Results are as follows: date: (B)(6), inratio: 5.4. Patient's therapeutic range: 3.5-3.5. Time;the test on (B)(6) were performed within 4 hours of each other. The time between the tests on (B)(6) is unknown. The patient took lovenox on (B)(6 ) but only after obtaining an inr value on his inratio meter.

Manufacturer narrative:
Investigation pending.